Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer stated that, the night prior to the phone call, their blood glucose went from 441 mg/dl to 600 mg/dl. The customer delivered 25 units of insulin. By the time they got to the hospital their blood glucose was over 700 mg/dl. The customer was sleepy, thirsty, and weak. The customer stated that they had seizures prior to going to the hospital, after going to see a show. The customer was given intravenous treatment, manual injections, and treated with the insulin pump. The doctor advised the customer to disconnect from the insulin pump and remain disconnected until it can be determined what the problem was. The customer's last known blood glucose for the day was 197 mg/dl. The customer stated that they wanted the insulin pump to be replaced per the doctor's notes. The customer had reverted to a backup plan. Nothing further was reported.